Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An imp,tsv,3.7,11.5,mtx,mg was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, however no malfunction. Functional testing was performed for the returned products. Both mounts disengaged from implant as intended. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the device usage is unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1254783). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1254783) for similar event and no other complaint was identified. Feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported the fixture mount would not separate from the implant after placement on tooth site #28 and it had to be removed. A different implant was placed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.